Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it leaked and a hole was found in the shaft approx. 2 inches from the hub. There was no reported injury to the pt.